Event description:
It was originally reported that the pt was swollen and leaking "bloody water" around the implantable neurostimulator site. It started after, the pt lost twenty-five pounds. The ins worked correctly and relieved her symptoms. The pt was at home in fair condition. The healthcare provider confirmed that the patient's device eroded to the surface of the skin, the site was infected. The pt experienced pain. The ins and lead extension were explanted and replaced. The ins site has healed. The pt recovered without sequela.